Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6) 2024, sample ID (B)(6) generated a result of 58.3 ng/l. Retest results were 4.1 ng/l. (Cutoff values of 15.6 pg/ml (15.6 ng/l) for females and 34.2 pg/ml (34.2 ng/l) for males per architect stat high sensitive troponin-I package insert). Per the customer the discrepant result(s) were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
G3 - date received by mfg was incorrectly selected as 25 feb 2024 when it should have been 18 feb 2024 on MFR# 3016438761-2024-00144-00.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6) 2024, sample ID (B)(6) generated a result of 58.3 ng/l. Retest results were 4.1 ng/l. (Cutoff values of 15.6 pg/ml (15.6 ng/l) for females and 34.2 pg/ml (34.2 ng/l) for males per architect stat high sensitive troponin-I package insert) per the customer the discrepant result(s) were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The architect i2000sr, serial # (B)(6) was inspected, and it was determined that assy, itv (rohs) and syringe assy were leaking and required replacement. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The service history of the (B)(6) verifies no subsequent false elevated stat high sensitive troponin-I results have been reported since the current issue was identified. A review of tracking and trending did not identify a trend for the assy, itv (rohs), syringe assy or architect system as with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the assy, itv (rohs) or syringe assy. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.this issue was previously reported under MDR number 3005094123-2024-00063 under a different suspect device.